Event description:
The customer stated that they received erroneous results for one patient sample tested for ise indirect na, cl for gen.2 on a cobas 8000 ise module. Only the erroneous cl result was reported outside of the laboratory. The customer also noted that they had been getting more frequent ise noise alarms and flags when testing on the analyzer between 25-jul-2018 and 30-jul-2018. The sample initially resulted with an na value of 161 mmol/l, which repeated as 143 mmol/l. The sample initially resulted with a cl value of 89 mmol/l, which repeated as 104 mmol/l. The repeat results were believed to be correct and a corrected report was issued for the cl value. The patient was not adversely affected. The lot number of the na electrode was g88 and the lot number of the cl electrode was v00. The electrode expiration dates were asked for, but not provided. The customer checked the sipper and vessel. The customer also checked to make sure the system reagent bottles were full. The customer did not see anything abnormal. Quality controls and calibration were within expected ranges. The field service engineer determined that the reference electrode was unstable. He replaced the sipper nozzle, vacuum nozzle, and reference electrode. He performed ise checks and no noise alarms occurred. The customer ran calibration and controls successfully. No drift or noise alarms were generated. The investigation was unable to find a definitive root cause.